Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: was there a drop in pressure? Asku. If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? Asku. If so, what device? Was any torque being applied to the trocar or device? Asku. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a lavh procedure, there was a loss of pneumo from the trocar. It is unknown if there were any devices inserted into the trocars. Unknown how the case was completed. There was no patient consequence.